Event description:
The customer received a blood glucose reading of 200mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 95mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer ended the call before further information could be obtained. Product was not replaced.